Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the pump started to alarm "no disposable" which was unable to be resolved over a call with the hotline. Patient came into clinic the day after. A new pump was used with the same infusion cassette, but continued to alarm. Original programming 100 ml volume, rate 2.2 ml/hr. Res vol approximately 92 ml when patient came back into clinic this morning. Product is not available for investigation. There was no patient injury reported.